Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter was displaying an error (unknown) message. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2014. It is not known what medication, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient stated, 6 hours after the alleged issue occurred, he developed symptoms of ¿high blood sugar, low blood sugar, sluggish, nervous, and infection.¿ the patient denied receiving any medical treatment. At the time of troubleshooting, the customer care advocate (cca) walked the patient through a test; however, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/05/2014). The patient¿s test strips have been returned on 11/24/2014 and evaluated by lifescan product analysis on 11/25/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (11/11/2014). The patient¿s meter has been returned on 10/24/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.